Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2021-04-08. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-06-30 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: one injector sample and one syringe was provided to our quality team for investigation. The product was visually inspected with no defects observed. The sample was functionally tested, the injector was connected to a sample protector along with the vial and a syringe according to the instructions for use. Liquid could not move from the vial to syringe and resistance was noted. The injector was further evaluated and found the needle of the injector was partially clogged by a polypropylene particle. A device history review was performed for lot 2006007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. Upon reviewing the results for the reported lot, no issues were identified during testing and the product met the required criteria for release. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no defects were observed. In all cases, liquid could move from the vial to the syringe without issue, no resistance was noted and no occlusion observed within the injector cannula. Investigation conclusion: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Root cause description: while we cannot identify a direct issue, this failure can occur due to improper positioning of the cannula when inserted into the needle housing which may result in the polypropylene becoming pulled into the cannula and creating an occlusion. Given the device records do not indicate any issues related to this, it cannot be fully verified for this incident. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Rationale: no additional actions are taken at this time.

Event description:
It was reported that injector luer lock n35j had foreign matter. The following information was provided by the initial reporter: this is a report about suspected occlusion of injector luer lock. To aspirate saline from the infusion bag, the hcp connected an injector luer lock attached to a syringe, to the adapter. The hcp then pulled the plunger rod of the syringe but felt resistance and could not aspirate the saline. When using the other new injector luer lock , saline could be aspirated appropriately. Thus, a defect on the injector luer lock was suspected.